Event description:
It was reported that the system was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Review of quality records. Device evaluation anticipated but not yet begun.

Event description:
During the surgical procedure, it was found that the lv and the ra lead were pulled back all the way into the pocket. The rv was found disconnected from the ICD. All three leads were explanted and replaced.